Event description:
A patient was injected with radiesse dermal filler (mixed with 0.3cc of 1% lidocaine) in the malar area on (B)(6)2010. The patient went on a cruise and was seen by the ship physician on (B)(6)2010, due to the swelling and a blackened area on the left side. The patient was treated with antibiotics (vancomycin i.v., levaquin and prednisone) and diagnosed with cellulitis. When the patient returned to the injector on (B)(6)2010, the swelling had resolved, but there was a large brownish-red scabbed area on the patient's left cheek.

Manufacturer narrative:
By the time the patient was evaluated by the radiesse injector, the infection had cleared and the tissues were in the healing process. No additional patient follow-up details have been provided to (B)(4). The device history records for radiesse lot 1019891 were reviewed. All required testing specifications were met prior to release and there were no abnormalities noted.